Manufacturer narrative:
A sample device was not returned for analysis. The product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified the manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following implantation of an intraocular lens (iol) the patient never had good vision with the lens since it was implanted. Surgeon has performed lasik and now states it must be explanted. Additional information was requested.